Event description:
The surgeon was attempting to insert a single piece silicone lens model aa4204vf into the eye and the lens became stuck in the injector so he discontinued using this lens. There was pt contact with the injector but not the lens. No pt injury.